Event description:
It was reported that the patient faced bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was above 500mg/dl for about eight hours and got treated with correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Name- medtronic minimed street-(B)(6) city- (B)(6) state- ca zip code-(B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).